Event description:
It was reported that the har36 would not seal the vessels during a procedure. The patient lost one liter of blood, and the physician decided to change the procedure to an open procedure rather than get a backup device. It was confirmed that the patient did not require a blood transfusion and recovery went well. There were no additional adverse consequences.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the returned device revealed no clear evidence of clinical use or biological material on the distal tip nor an indentation in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator using the appropriate hand piece. The instrument event log was accessed to assess events prior and a "run broken blade" error was detected. The scalpel was tested and failed with two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. Visual inspection of the blade was conducted and revealed a crack, which is what caused the device to not function. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The results of the functional inspection determined that the reported event was confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The reported event will continue to be monitored through post-market surveillance. This report is being filed due to medical intervention being required during a procedure. The procedure was changed to an open procedure.